Event description:
It was reported that during implant, upon interrogation the implantable cardiac monitor exhibited an error message and backup operation. The device could not be interrogated. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.